Event description:
Fire department first responders arrived at a cardiac arrest call, pt unresponsive and not breathing on arrival. Crew attached defibrillation electrodes and pressed analyze. Reportedly, the device indicated connect electrodes and use of the device was inhibited. The device operator removed and reattached the electrode connection at the device, and cycled power in an unsuccessful attempt to clear the message. Crew continued CPR until als providers arrived on scene. Als crew attached ECG electrodes to the pt and found the pt to be in asystole. The als crew contacted the hosp, emergency room physician advised crew not to continue resuscitation efforts.